Event description:
The customer reported to olympus, the camera head had poor contact in the connector, video defects occur when moving the connector. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the video defects could not be duplicated, there was no image loss. Additional findings include the following: the cables were twisted, the electrical contacts had corrosion, the connector had a crack, the free lock lever had corrosion, and the scope mount had corrosion. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the indicated phenomenon could not be determined. Olympus will continue to monitor field performance for this device.